Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A 44 no 2 exeter stem was revised due to subsidence. The surgeon stated it was not a failure of the implant, but that the bone/cement interface had failed, causing both the stem and cement mantle to subside. Surgeon was unable to provide details of primary surgery.

Event description:
A 44 no 2 exeter stem was revised due to subsidence. The surgeon stated it was not a failure of the implant, but that the bone / cement interface had failed, causing both the stem and cement mantle to subside. Surgeon was unable to provide details of primary surgery.

Manufacturer narrative:
An event regarding subsidence involving an exeter stem was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: device evaluation and results:the stem and head were returned for evaluation. Blood is visible on the body of the stem. Scratches consistent with explantation damage is visible on the stem and head. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: first revision on november 27, 2014 for reported subsidence was not confirmed however, x-ray provided confirms revision on december 13, 2019 was due to subsided stem, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event of subsidence was confirmed through clinician review of the provided x-ray. The exact cause of the event cannot be confirmed as insufficient information was provided. Additional information such as primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.